Event description:
Coughing throat [cough], nearly choked [choking sensation] , segment of bristles flew down my throat- oral-b power oral care refills [accidental device ingestion] , (nearly choked) segment of bristles flew down my throat- oral-b power oral care refills [exposure via ingestion], (was cleaning my teeth and I nearly choked) as a segment of bristles flew down my throat t- oral-b power oral care refills [device breakage], feel very hard and firm, previous heads have not felt that hard...was hard to put on the toothbrush- oral-b power oral care refills [device physical property issue] . Case narrative: initial receipt date: (B)(6) 2025 report source: spontaneous; consumer via phone. Seriousness criteria: none consumer involved: 71-year-old female suspect product(s): oralbpwroralcarerflsiosrsultimatebrushset4ct. Adverse event(s): coughing throat from (B)(6) 2025. Outcome - recovered. Nearly choked beginning 2025. Outcome - unknown. Segment of bristles flew down my throat- oral-b power oral care refills beginning 2025. Outcome - unknown. (Nearly choked) segment of bristles flew down my throat- oral-b power oral care refills beginning 2025. Outcome - unknown. (Was cleaning my teeth and I nearly choked) as a segment of bristles flew down my throat t- oral-b power oral care refills beginning 2025. Outcome - not applicable feel very hard and firm, previous heads have not felt that hard...was hard to put on the toothbrush- oral-b power oral care refills beginning 2025. Outcome - not applicable. Treatment details: physician/dentist visit - no; emergency room visit - no relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Coughing throat [cough] nearly choked [choking sensation] segment of bristles flew down my throat- oral-b power oral care refills [accidental device ingestion] (nearly choked) segment of bristles flew down my throat- oral-b power oral care refills [exposure via ingestion] (was cleaning my teeth and I nearly choked) as a segment of bristles flew down my throat t- oral-b power oral care refills [device breakage] feel very hard and firm, previous heads have not felt that hard...was hard to put on the toothbrush- oral-b power oral care refills [device physical property issue] case narrative: the consumer stated via phone that while cleaning her teeth, she nearly choked as a segment of bristles flew down her throat. No serious injury was reported. 18-jul-25: follow up-MDR no longer applicable as per received photo july 16th the event is no longer reportable as per ra decision 56122177. Therefore, fu MDR was created.